Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, cubie drawer had failed. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section e initial reporter occupation and g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie had failed and unable to recover. A field service engineer (fse) identified drawers 4.1 and 4.2 had failed, both being off the bus and difficult to recover. After confirming all cables were secure and the retractor was in good condition, the module controller common to both drawers was replaced. The pyxisbus cable was inspected with no damage found. Post-replacement, both drawers were successfully tested using the pyxis test application and by the customer. A general cleaning and inspection of the unit confirmed all cables were in good condition. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie drawer had failed. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.